Event description:
Additional information received indicates that the infection has cleared.

Manufacturer narrative:
Patient weight and date of event are estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04390. Related manufacturer reference number: 1627487-2023-03341. Related manufacturer reference number: 1627487-2023-03343. It was reported that the patient experienced an infection at the lead and ipg sites. As such, the patient underwent surgical intervention/ debridement of the ipg pocket on (B)(6) 2023. Reportedly, the ipg pocket was cleaned out, the ipg was explanted and replaced with a new ipg to address the issue. The new ipg was implanted in the same pocket. No surgical intervention was done on the lead.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.